Event description:
Surgeon was doing an interbody fusion. Upon insertion when he tried to expand the bone plug, he noticed it wouldn't expand. He removed it and then saw a piece had broken off. The piece was removed and a new bone plug was inserted.